Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR ID #s: 2134265-2012-05168, 2134265-2012-05254. It was reported that during a peripheral stenting treatment procedure, a vessel dissection occurred. It was noted that a small dissection occurred during a case where a truepath cto device, charger balloon catheter, and 7x29x120 epic vascular stent were used. The dissection was treated with another epic stent. No further patient complications were reported. The patient was reported as fine.